Manufacturer narrative:
This complaint is a supplemental to 9610816-2024-00809 due to incorrect registration number used. E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed that they had lost the speaker and was requesting a new one. The customer was provided a quote for the new speaker. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that there is a speaker failure. The device was in use on patient at time of event, there was no adverse event reported.